Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The final position of the clip on the leaflet was altered from pre-deployment placement. Reportedly, the altered position was possibly from tension on the clip system due to clip placement lateral to the a2/p2 leaflets and previous clip implantations; however this could not be confirmed. Post deployment, the mr had increased to 3+. The clip remained stable and well seated on the leaflets. There was no clinically significant delay in procedure. No additional information was provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Clip delivery system ((B)(4)) referenced is filed under a separate medwatch report number.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other leaflet. It was reported that on (B)(6) 2015, an index mitraclip procedure was performed in the patient with functional mitral regurgitation (mr) grade 4+ with a restricted posterior leaflet. Two mitraclips ((B)(4)) were successfully implanted, reducing the mr to 2-3+. On (B)(6) 2016, severe mr grade 4 was diagnosed. The medial/central clip had detached from the posterior 2 (p2) leaflet and remained attached to the anterior 2 leaflet (a2), a single leaflet device attachment (slda). The lot number of the slda clip could not be determined. Due to the slda, a small posterior leaflet laceration occurred. Per the physician, the clip functioned as intended and it is unknown if the restricted posterior leaflet contributed to the slda. On (B)(6) 2016, another mitraclip procedure was performed. One mitraclip was successfully implanted and deployed medial to the slda. A second mitraclip ((B)(4)) grasped the leaflet lateral to a previously implanted clip, reducing the mr to 2. Deployment was initialed, however the clip did not detach from the delivery system as expected. Troubleshooting was performed and the clip detached from the delivery system and was deployed.

Manufacturer narrative:
(B)(4). Partial UDI as the lot number of the complaint device could not be identified. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that a definitive cause for the single leaflet device attachment (slda) could not be determined. A review of the lot history record and complaint history for the reported lot was conducted for the two clip delivery systems that were reported to have a clip implanted during the procedure, as the reported single leaflet device attachment (slda) clip could not be identified by the lot. A review of the lot history record identified no manufacturing nonconformities issued to the first reported lot, 50319u123, while no nonconformities were issued that would have contributed to this event in the second lot, 50501u158. Additionally, a review of the complaint history did not identify similar incidents from the first lot and did not identify a lot-specific quality issue in the second lot. It should be noted that the patient effect of worsening mitral regurgitation (mr) and tissue damage are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.